Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that post-implant, the patient's heart rate was in the thirties and they were in complete heart block due to loss of capture and high thresholds on the right ventricular (rv) lead. The rv lead also had high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.